Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels about 500 mg/dl and ketones. The mother felt that the hospitalization was due to the infusion sets that were being worn at the time. Nothing further was reported.